Manufacturer narrative:
On 2020-feb-20 it was reported to an arjo representative that there was an incident with the involvement of a maxi twin passive floor lift and a passive clip sling. Following information provided, during patient's transfer, from a bed to a wheelchair, the right leg clip detached from a spreader bar attachment point. As the consequence of the event, the resident fell off the sling to the ground, close to the legs of the lift. The patient sustained a head injury - cranial trauma, lacerated to the scalp. However, there was no medical intervention needed to address non-serious injury. After the event there was a technical evaluation provided by arjo qualified representative. It was revealed that both lift and sling involved in the event were in an overall good condition. Both worked properly. At the time of incident the standard padded clip sling in size xl was selected. The sling label was unreadable. Therefore, manufacturing details of the sling could not be determine with certainty. Based on the photographic evidence of the sling clips, it was established that this component was manufactured in may 2015. Based on that it can be concluded that clips were manufactured over 4 years before this incident occurred. Following information collected by arjo representative, ¿the customer made an operational error¿. It was also stated that the last training for the facility staff was most probably conducted in 2019. Based on product knowledge and previously made simulations we can state that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go down as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Caregivers are obligated to check if all clips are securely attached to the spreader bar attachment points just before transfer as well as during lifting procedure (continues check that all clips stay in place is required). The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: ¿make sure that: all clips are securely attached¿; ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. ¿check all parts of the sling. If any part is missing or damaged ¿ do not use the sling. Check for: (¿) unreadable or damaged label.¿ the resident weight was indicated at 46 kg. Although, the patient height (which most accurately indicates the proper size of sling) was not provided, it seems more adequate that the sling of size s or m (recommended for users 35-60kg/ 55-75 kg) shall have been selected. Unfortunately, the customer did not provide any further details regarding the event circumstances. However, based on all information gathered it can be concluded that the most probable root cause can be related to the way the sling clip was applied on the device spreader bar, which corresponds to the information collected by arjo technician ¿ clip detachment due to an operational error. In summary, the maxi twin passive floor lift and the clip sling were used to transferring the resident and played a role in the reported event. The evaluation of the involved devices revealed that they were in overall good conditions, however clip detached during patient¿s transfer and from that perspective system did not work as intended. This complaint was decided to be reported to competent authorities due to the fact that during transfer sling clip detached causing patient to fall and sustain non serious injury.

Manufacturer narrative:
(B)(4). Arjo qualified representative visited the customer to conduct an interview and device evaluation. There were no abnormalities found within lift nor the sling used at the time of reported incident. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to an arjo representative on (B)(6) 2020 that there was an incident with the involvement of a maxi twin passive floor lift and a passive clip sling. Following information provided, during patient's transfer, from a bed to a wheelchair, the right leg clip detached from a spreader bar attachment point. As the consequence of the event, the resident fell off the sling to the ground, close to the legs of the lift. The patient sustained a head injury - cranial trauma, lacerated to the scalp. However, there was no medical nor the surgical intervention required.